Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture at max output and high impedance. It was further reported the right ventricular (rv) lead exhibited high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.